Event description:
It was reported that the subject catheter was broken at the hub during procedure. No further information is available.

Manufacturer narrative:
The subject device was not returned. Therefore, visual and functional analysis were not performed. The lot number of the subject device is unknown, however, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The analysed event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analysed event. There was no additional information received. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that the subject catheter was broken at the hub during procedure. No further information is available.